Manufacturer narrative:
This report is submitted on june 9, 2022.

Event description:
Per the clinic, the patient experienced a magnet dislocation with reddened skin over the implant site. The cause of the dislocation is unknown. There are plans to replace/re-position the magnet.

Manufacturer narrative:
Per the clinic, the patient underwent a magnet replacement sugery on (b)(3) 2022. This report is submitted on (B)(6) 2022.